Manufacturer narrative:
Follow-up submitted for additional information. Updated report submission date, follow-up report submitter, awareness date and report type and follow-up number. Updated follow-up type. Updated patient weight. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Manufacturer narrative:
Patient's weight was not provided. When the requested information becomes available, a supplementary report will be submitted. (B)(4).

Event description:
Per (B)(4), during clinical procedure, patient experienced failure of implant to integrate.